Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported patient was revised due to loosening of tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the device was previously investigated on medwatch# :0001822565-2016-01955. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.